Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text: see h10 manufacture narrative.

Event description:
Material # 306592, lot # 3355618. It was reported by customer that plunger part of 10cc saline flush pops back and doesn't maintain suction or pops out entirely. Verbatim: the event with the new lot was noted may 9. Additional pr created based on customer response received during follow up of (B)(4).

Manufacturer narrative:
(B)(4) follow up. It was reported the plunger part of the saline flush pops back and doesn't maintain suction or pops out entirely. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one video and two photos were provided for evaluation by our quality team. The video shows an empty syringe with the plunger rod already disassembled from the rubber stopper and a human hand pulling the plunger rod up. The photos show the barrel label on an empty syringe. No other information could be obtained from the photos or video. It could be possible the product is not being used as intended. The flush is designed to push the plunger rod down to expel the solution. It is not designed for continued use or to pull the plunger rod back. A device history record review was completed for provided material number 306592, lot 3355618. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications all processes and final inspections complied with specification requirements. Based on the investigation with the photo and video sample analysis the symptom reported by the customer could not be confirmed. Analysis of the actual physical sample would be required to determine a probable root cause.

Event description:
No additional information received. Material # 306592 lot # 3355618. It was reported by customer that plunger part of 10cc saline flush pops back and doesn't maintain suction or pops out entirely. Verbatim: the event with the new lot was noted may 9. Additional pr created based on customer response received during follow up of (B)(4).